Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded due to low blood pressure after the implant procedure while the patient was still on the table. Cardiopulmonary resuscitation (CPR) was initiated. Consequently, the right ventricular (rv) lead was dislodged. Reprogramming was performed, and the rv lead will be revised. No further patient complications have been reported as a result of this event.